Event description:
It was reported that the right ventricular lead was explanted due to high impedance greater than 2000 ohms and a possible lead fracture. A surgical complication occurred during the subclavian vein puncture that caused injury to the vessel. The surgical complication was not device related and was treated with a drainage system in the thorax. No further patient complications were reported as a result of this event and the patient received a new system five days later.

Event description:
It was reported that the right ventricular lead was explanted due to high pacing impedance (greater than 2000 ohms), low defibrillation impedance (16ohms), and a possible lead fracture. A surgical complication occurred during the subclavian vein puncture that caused injury to the vessel. The surgical complication was not device related and was treated with a drainage system in the thorax. No further patient complications were reported, and the patient received a new system five days later.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. The user facility has no responsibility to file a 3500a. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Evaluation summary: proximal conductor fractured; proximal segment was returned for analysis. It was reported that the right ventricular lead was explanted due to high pacing impedance (greater than 2000 ohms), low defibrillation impedance (16ohms), and a possible lead fracture. A surgical complication occurred during the subclavian vein puncture that caused injury to the vessel. The surgical complication was not device related and was treated with a drainage system in the thorax. No further patient complications were reported, and the patient received a new system five days later. Actual device involved in incident was evaluated electrical tests performed mechanical tests performed visual examination component/subassembly failure lead conductor device was out of specification in a manner that relates to event impedance, high lead(s), fracture of impedance, low.